Manufacturer narrative:
The pump was received without the original belt clip. There was no damage in the belt clip slot noted. The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump was also received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she was changing her set and the clip broke. Customer stated that the pump as dropped and the screen became discolored. Customer's blood glucose was 225 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.